Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. A specific bg value was not provided, and low bg cause was not known. Reportedly, emergency medical services were called and treated the customer with intravenous fast acting glucose. Additional information was not provided.